Event description:
It was reported that the patient received an inappropriate therapy due to device treating a supraventricular tachycardia as a ventricular fibrillation (vf). The device remains in use. It was also reported that the patient has a history of chronically low p waves accompanied by far field r wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.